Event description:
It was reported that a patient received a system error 2240 (air in set/line) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain three of five. During troubleshooting, the patient noted that there was an open clamp on an unused line. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an open clamp on an unused line was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.